Manufacturer narrative:
H3, h6: no parts have been returned to the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor went black and then came back on by itself. It was noted that the manufacturer representative (rep) did not need to log back in. It returned to where she was in the software. Troubleshooting was performed. The rep confirmed there was no damage on the interconnect cable. The rep confirmed the cables on the back of the monitor were fully seated and not damaged. Everything in self-test was connected and green. It was noted that the rep did not swap interconnect cable, ssd, or a main cart with the faulted camera cart to see if issue would replicate as the issue was intermittent and did not replicate. There was no patient involvement.